Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator introduced air in the patient arterial line while adjusting the arterial pressure pod during a routine hemodialysis treatment. Air was observed in the arterial line. Treatment was ended without rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to air in the extracorporeal blood circuit. Air was visible in the line indicating the cycler alarmed appropriately to the presence of air. The user's guide provides adequate instructions for resetting the app and troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No additional information will be provided.